Event description:
C-cc-cd - component dimensions (component fit or alignment) loose connection tube/stopcock after opening package. Connection of IV set to IV bag was made, the pressure line was not flushed when the disconnection occurred..

Event description:
During a follow-up, the device was found in hardware bvvi reset mode with no defib therapy. Normal operation could not be restored. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The device would not communicate upon receipt from the field because the battery was depleted. The device was analyzed with a new battery and found to be normal. The low battery voltage was the cause of no communication. The root cause for the battery depletion could not be determined.